Event description:
The tech alleged that the brake steer caster does not hold while in brake mode. No pt impact.

Manufacturer narrative:
The tech replaced the brake caster assembly to resolve the issue.